Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.(B)(4). Discarded by facility

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 80% stenotic, 10-15mm in length and was located in the left anterior descending (lad) artery. The physician used a 3.5 ebu guide catheter, prowater guide wire, ironman guide wire and a pilot guide wire to access the lesion. A csi viperwire guide wire was then advanced across the lesion and the oad was loaded onto it. The physician performed three runs at low speed, but during the third run, the patient began to complain of chest pain. At this point, an st wave elevation was detected and the oad was removed. Post-atherectomy angiography revealed a perforation in the lad. The physician attempted to resolve the perforation via balloon angioplasty and stent placement, but was unsuccessful. The patient coded and was transferred to the operating room for emergency bypass surgery and pericardiocentesis. The patient was stabilized and transferred to the ICU for monitoring.